Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated that it had been subjected to positive pressure. Blood was visible on the outside of the device. The device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds repeated for three times. No leaks or drop in pressure noted. No issues were noted with the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device. However, multiple kinks along the length of the hypotube was observed. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the balloon might have ruptured because it was unable to inflate after several use. Also, it was suspected that the balloon surface was damaged when difficulty in crossing the lesion was encountered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that difficulty advancing the balloon was encountered. The device was able to cross the lesion and inflation was performed however the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.